Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted intermittent noise on the right ventricular lead. The patient was stable. No additional information was reported.

Event description:
New information noted that no intervention was performed. The patient would continue to be monitored.